Manufacturer narrative:
Both devices were returned for evaluation. Leaks were not identified during the investigation of the first device. Subcutaneous leak and catheter break at stem were identified during the investigation of the second device. Based upon the available information, the definitive root cause for the investigations is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0603880 implantable port allegedly experienced a fluid leak. These reports were received from various sources. The devices for both of the events were used inside the patient, with no reported patient injury. Patient age, weight, and gender were not provided.

Manufacturer narrative:
One of the two devices were returned to bd for evaluation. Based on information in the sample evaluation: one MRI lp port was returned for evaluation. Visual, microscopic, functional, and dimensional evaluations were performed. The investigation is inconclusive for the report of subcutaneous leakage, as the leak tests performed on the components returned did not find a leak. A full break in the catheter near the catheter lock was found, but this appears to be due to sharp instrument damage and therefore intentional; it does not appear to have been present during use. The catheter lock manifests unusual deformation on the interior surface, not associated with noticeable defects on the exterior. The second event is also inconclusive for a leak, as the sample was not returned. The device is labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0603880 implantable port allegedly experienced a fluid leak. These reports were received from various sources. The devices for both of the events were used inside the patient, with no reported patient injury. Patient age, weight, and gender were not provided.